Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. All three drill bits showed severe damage at the drill bit tip. The macroscopic assessment showed dark discoloration, conical deformation and or abrasion at the drill tip. The observed deformations, abrasions as well as the discolorations of the drill bit tips are clear indications of overstraining the drill bit material which was most likely caused by one or a combination of the following conditions: increased friction at the cutting zone, high speed drilling, and contact with high dense material e.g. Metallic materials, to less irrigation, blunt cutting tines. The lot number has been provided, a review of the device history record is not yet available.

Event description:
Drill bit tip overheated during usage. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device history record review: there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacture date is 08/2010 and 09/2010.